Event description:
The hosp disposed of the product. The pt had expired. The customer reported a problem with the im3.st bolt while trying to remove from the pt's skull. The two blades that are used to screw or unscrew the bolt broke during the unscrewing procedure. The doctor had to use forceps to unscrew the bolt. No pt injury was reported.